Manufacturer narrative:
Reported complaint confirmed. Replaced camera assembly, and fresnel lens sensor. The combined cassette was detected after replaced sensor. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in malaysia reported after completing phaco surgery in anterior setting with anterior cassette, while shift to vitreoretinal operation on anterior/posterior setting the machine was not able to detect combine cassette. The user changed to a new cassette and cleaned the fluidic sensor window; however, the problem persisted. The operation was stopped as machine not able to read combine cassette. The patient was transferred to another hospital and surgery was completed. The doctor mentioned patient condition was good.

Manufacturer narrative:
The field service technician on site found the unit not able to detect combine cassette. The camera assembly, and fresnel lens sensor were replaced. A functional and performance test was conducted and the unit was able to detect combine cassette. The machine was left in working condition. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.